Event description:
The dental implant, fx4010swc in tooth location 14 was removed on (B)(6) 2015 due to loss of osseointegration and implant fracture 4 years and 9 months after implantation. The doctor indicated that the patient's implant fracture caused the implant removal. The patient has recovered without any complications and replaced the implant with bone graft.